Manufacturer narrative:
High blood glucose level issue- no failure identified.

Manufacturer narrative:
Tandem t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 350 mg/dl, and indicated that the pump would be used to address bg levels. The following day, the customer reported bg levels of over 400 mg/dl, but was unable to lower bgs with correction boluses. System check with tandem technical support indicated that the pump was performing as intended; however, customer uses apidra insulin in cartridge. Customer was reminded that apidra was not indicated for use with tandem products. Recommendation was made to discuss diabetes management with health care provider. Several hours later, during a follow up call, the customer stated bg levels were under control.